Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks and anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.